Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the guidewire crossed the lesion a saber was used to perform inflation, however, it ruptured at six atmospheres within its nominal pressure during its initial inflation. There were no reported patient injuries. The lesion was the common femoral artery with severe calcification. A contralateral approach was made with a non- cordis sheath introducer. The rupture was confirmed by contrast media leak. The saber was replaced with a non-cordis balloon catheter and the procedure was successfully completed.

Manufacturer narrative:
After the guidewire crossed the lesion, a 7x40mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter was used to perform inflation; however, it ruptured at six atmospheres (6 atm) within its nominal pressure during its initial inflation. The saber was replaced with a non-cordis balloon catheter and the procedure was successfully completed. There were no reported patient injuries. The lesion was the common femoral artery with severe calcification. A contralateral approach was made with a non- cordis sheath introducer. The rupture was confirmed by contrast media leak. No other information was provided. The device was not returned for analysis. A device history record (DHR) review of lot 17619096 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severe calcification) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.